Manufacturer narrative:
The employee involved in the incident has retained an attorney. Requests for further information about the employee's condition and prognosis have not been fulfilled.

Event description:
The user facility reported that when an employee was moving a transfer carriage, the loading car rolled off the transfer carriage and struck the employee's hand. The employee went to the facility emergency room where she received x-rays and treatment for her hand. She is currently on medical leave.

Manufacturer narrative:
A steris service technician inspected the transfer carriage and loading car and found the locking mechanism that latches the loading car to the transfer carriage to be in working order; no issues were noted with either the carriage or loading car. The injured employee was using the transfer carriage and loading car to transport instruments between departments and attempted to move the transfer carriage by pulling on the loading car instead of the transfer carriage handle. As the loading car was not properly latched to the transfer carriage, the loading car rolled off the transfer carriage. The operating manual (page 10) for the transfer carriage and loading car states the following "warning - prevent physical injury: positively latch loading car to transfer carriage when car is outside sterilizer." Steris has advised the user facility on several occasions that their practice of using the transfer carriage and loading car to transport instruments between departments is not the intended use of the transfer carriage and loading car, and this practice should be discontinued.